Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A tech reported a system message; energy out of range, at 44% treatment completion. Reporter also stated that the system did not respond to any key, after the message. Further info has been requested.